Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were harder to push. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was scratched on the screen. The customer reported that the battery cap area was stripped and was hard to put the battery in. The reservoir area was also stripped. The insulin pump had rejected new battery and the rewind or prime process was slower. The device will not be returned for analysis.